Event description:
The initial reporter stated they received discrepant results for six patient samples tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The initial values were reported outside of the laboratory to the doctor and later amended. Refer to the attachment for all patient data. The samples were initially tested on the cobas pro ise system and then first repeated on a second analyzer. The na electrode lot number was w3121, with an expiration date of 18-jan-2023.

Manufacturer narrative:
The field service engineer determined there was residue in the ise dilution cup. The cup was cleaned. An ise check was performed and was acceptable. Controls and patient comparisons were acceptable. The patient samples were repeated a second time on the complained analyzer.

Manufacturer narrative:
The engineer also adjusted a misaligned probe at the rinse bath. The investigation determined the service actions resolved the issue.